Event description:
New information noted that loss of capture and no pwaves sensed was observed on the ra lead. A fluoroscopy was performed to confirm the lead was dislodged.

Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right atrial lead (ra) exhibited failure to capture. An x-ray was performed, and it was confirmed the ra lead dislodged. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.